Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the tube clamp assembly was partially broken. The bottom half of the left side would not open. The user reported, however, that the top half was able to be opened, and the tubing was able to be inserted in order for the device to be used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.